Event description:
The suspect device was used to test the pt's blood glucose. A result of 303mg/dl was obtained. Pt was given insulin based upon the suspect device result. Several hrs later pt showed signs of hypoglycemia and then passed out. Emt's were called. The suspect device was used again prior to the emt's arrival and a result of 264 was obtained. The emt's used their meter and pt's blood glucose was 25mg/dl. Pt was given a glucose IV and orange juice to drink.